Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that her blood glucose was high. The insulin pump alarmed no delivery. Her blood glucose level was 466 mg/dl. She tried to treat her blood glucose level with the insulin pump. The no delivery alarm was not recurring. The insulin pump alarmed no delivery while troubleshooting. The device was not returned.